Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited electrocardiogram anomaly. The display electrocardiogram configuration was changed and the follow-up was completed. The device remained implanted.